Event description:
Boston scientific received information that this pacemaker stored two ventricular tachycardia (vt) episodes due to oversensed noise on the right ventricular (rv) lead. It was reported, the patient is pacer dependent and the oversensing did result in pacing inhibition. Attempts to recreate noise in clinic were unsuccessful and lead diagnostics were stable. It was noted the device was programmed to unipolar for sensing. The sensitivity was increased in order to mitigate the oversensing. The patient was seen for further evaluation a few weeks later. No anomalies were noted during follow-up and no further vt episodes were stored in the logbook. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.